Event description:
The colonovideoscope was returned to the service center for a separate issue. During the device analysis, a reportable event was found. It was determined that white residue on air/water supply cylinder and channel was observed. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was a leak at the air/water channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.